Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-03261,03262) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient had a single e-fault on (B)(6) 2015. Patient was recently implanted on (B)(6) 2015. Log-files were sent and single e-fault was confirmed by manufacturer representative. Vad coordinator checked the controller connections and stated that it was securely locked. Also stated was that the extension cable was removed directly after operating room (or). Observation and resending logs the next day were advised. On (B)(6) 2015 the e-faults occurred again and started slowly to progress. Analysis of log files confirmed that all the e-faults were on a single phase: rear phase a. Manufacturer representative was on site on (B)(6) 2015 and performed an external inspection which showed nothing unusual but the internal inspection showed a small contamination within the drive line (dl) connector and the controller socket. Additionally one pin was blackened (dark dried substance) on both connection parts. The manufacturer representative performed a cleaning procedure to remove the contamination from the dl connector. The procedure required having the patient prepped with "dobutamine and propofol." It was stated that 2 cycles were necessary with a pump off time of 60 seconds each and that an elective controller exchange was performed. It was also stated that the physician mentioned the patient tolerated the pump off time well. It was reported from the site that the patient had a single e-fault on (B)(6) 2015. Patient was recently implanted on (B)(6) 2015. Log-files were sent and single e-fault was confirmed by manufacturer representative. Vad coordinator checked the controller connections and stated that it was securely locked. Also stated was that the extension cable was removed directly after operating room (or). Observation and resending logs the next day were advised. On (B)(6) 2015 the e-faults occurred again and started slowly to progress. Analysis of log files confirmed that all the e-faults were on a single phase: rear phase a. Manufacturer representative was on site on (B)(6) 2015 and performed an external inspection which showed nothing unusual but the internal inspection showed a small contamination within the drive line (dl) connector and the controller socket. Additionally one pin was blackened (dark dried substance) on both connection parts. The manufacturer representative performed a cleaning procedure to remove the contamination from the dl connector. The procedure required having the patient prepped with "dobutamine and propofol." It was stated that 2 cycles were necessary with a pump off time of 60 seconds each and that an elective controller exchange was performed. It was also stated that the physician mentioned the patient tolerated the pump off time well.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-03261 and 03262) submitted for devices related to the same event.